Manufacturer narrative:
Device disposed of by user facility.

Event description:
It was reported that upon removal of the interpulse batteries following a procedure, they were hot and smoke was observed to come from them. There was no patient involvement, and there were no user injuries or adverse consequences.